Manufacturer narrative:
(B)(4). The product is not returned to manufacturer for evaluation but x-rays were reviewed. X-ray review: "post op x-rays from t11-ilium show vertebrae placed with substantial residual deformity. The rod is noted to be out of the superior screw heads on the convex side of the scoliosis. The rod does not appear to be properly contoured for the uncorrected deformity and this is the likely failure mode."

Event description:
It was reported that patient with preoperative diagnosis of neuromuscular scoliosis,paraparesis underwent fusion procedure at levels th11-iliac. On unknown date, post-op, the set screw got disconnected from the screw's tulip head. Changing body position(increased kyphosis) was reported as the result of the event.

Manufacturer narrative:
Product analysis: visual and microscopic examination of the complaint return set screw asymmetrical witness marks atypical in comparison with bench comparison sample, with peripheral wear on the face of the set screw consistent with angulated rod at final tightening. The above observations are consistent with incomplete / angulated seating of the rod during final tightening. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2017 a revision surgery has taken place. On the left side, all set screws including iliac connector had been loosened. On the right side, the last three set screws weren¿t loose, all the other were disconnected furthermore in thoracic spine and so the rod had been slipped out and translated from screws. No malfunction reported with rod. The surgeon replaced the cocr rods with ti alloy rods for more flexibility on patient fusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post loosening of screw, the patient began to lean forward in the upright position and have a light kyphotic body position that didn¿t occur after the first surgical correction.